Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. A26168) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation and gas. Concomitant products included docusate sodium (colace). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("debilitating and severe, abnormal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal, heavy bleeding/abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping / abdominal quadrant pain/lower stomach pain both on right side and left side"), back pain ("severe back pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), rash ("rashes/rashes or skin conditions type: I had general rashes on my skin"), pruritus ("itching"), fatigue ("fatigue/fatigue"), headache ("headaches"), weight increased ("weight fluctuation/weight gain"), abdominal distension ("abdominal swelling / bloating / distention"), arthralgia ("joint pain"), myalgia ("muscle pain"), anxiety ("worsening of her anxiety"), depression ("worsening of depression/psychological or psychiatric problems condition: depression"), procedural pain ("painful surgery"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), visual impairment ("vision/eye problems type: I experienced vision problems while driving at night"), abdominal pain upper ("stomach pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with ibuprofen, oxycocet (percocet) and surgery (on (B)(6) 2015, underwent a total hysterectomy, bilateral salpingectomy, heating pad). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, dyspareunia, alopecia, rash, pruritus, fatigue, headache, weight increased, abdominal distension, arthralgia, myalgia, anxiety, depression and procedural pain was resolving and the genital haemorrhage, vaginal haemorrhage, nausea, visual impairment, abdominal pain upper and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, myalgia, nausea, pelvic pain, procedural pain, pruritus, rash, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: since surgery, the patient's symptoms have resolved though some remain. Patient also has other symptomatology that she is unsure if this is related to the tubal occlusion system. The patient again has debilitating pain that she does think is attributed to her essure tubal occlusion system. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, alopecia, dyspareunia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems condition: depression; rashes or skin conditions type: I had general rashes on my skin, nausea, vision/eye problems type: I experienced vision problems while driving at night; weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition, stomach pain were added. On 27-feb-2018: patient's medical history, concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. A26168-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. Concurrent conditions included constipation, gas and thyroid disorder. Concomitant products included docusate sodium (colace). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating and severe, abnormal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal, heavy bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced depression ("worsening of depression/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping / abdominal quadrant pain/lower stomach pain both on rught side and left side"), back pain ("severe back pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), rash generalised ("rashes/rashes or skin conditions type: I had general rashes on my skin"), pruritus ("itching"), fatigue ("fatigue/fatigue"), headache ("headaches"), weight increased ("weight fluctuation/weight gain"), abdominal distension ("abdominal swelling / bloating / distention"), arthralgia ("joint pain"), myalgia ("muscle pain"), anxiety ("worsening of her anxiety"), procedural pain ("painful surgery"), nausea ("nausea"), night blindness ("vision/eye problems type: I experienced vision problems while driving at night"), abdominal pain upper ("stomach pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), neck pain ("neck pain"), loss of libido ("loss of sex drive") and rash ("rash on stomach"). The patient was treated with ibuprofen, oxycocet (percocet) and surgery (15-dec-2015,underwent a total hysterectomy,bilateral salpingectomy,heating pad). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, back pain, dyspareunia, rash generalised, pruritus, fatigue, headache, abdominal distension, arthralgia, myalgia, anxiety, depression and procedural pain was resolving, the genital haemorrhage, nausea, night blindness, abdominal pain upper, gastrointestinal disorder, neck pain, loss of libido and rash outcome was unknown and the dysmenorrhoea, menorrhagia, alopecia, weight increased and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, myalgia, nausea, neck pain, night blindness, pelvic pain, procedural pain, pruritus, rash, rash generalised, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since surgery, the patient's symptoms have resolved though some remain. Patient also has other symptomatology that she is unsure if this is related to the tubal occlusion system. The patient again has debilitating pain that she does think is attributed to her essure tubal occlusion system. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on 6-jan-2014: confirmed full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records and social media: depression, alopecia, dyspareunia. Loss of libido,neck pain,rash. Quality-safety evaluation of ptc: unable to confirm ptc compliant. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. A26168) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. Concurrent conditions included constipation, gas and thyroid disorder. Concomitant products included docusate sodium (colace). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating and severe, abnormal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal, heavy bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced depression ("worsening of depression/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping / abdominal quadrant pain/lower stomach pain both on rught side and left side"), back pain ("severe back pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), rash generalised ("rashes/rashes or skin conditions type: I had general rashes on my skin"), pruritus ("itching"), fatigue ("fatigue/fatigue"), headache ("headaches"), weight increased ("weight fluctuation/weight gain"), abdominal distension ("abdominal swelling / bloating / distention"), arthralgia ("joint pain"), myalgia ("muscle pain"), anxiety ("worsening of her anxiety"), procedural pain ("painful surgery"), nausea ("nausea"), night blindness ("vision/eye problems type: I experienced vision problems while driving at night"), abdominal pain upper ("stomach pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), neck pain ("neck pain"), loss of libido ("loss of sex drive") and rash ("rash on stomach"). The patient was treated with ibuprofen, oxycocet (percocet) and surgery (B)(6) 2015,underwent a total hysterectomy,bilateral salpingectomy,heating pad). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, back pain, dyspareunia, rash generalised, pruritus, fatigue, headache, abdominal distension, arthralgia, myalgia, anxiety, depression and procedural pain was resolving, the genital haemorrhage, nausea, night blindness, abdominal pain upper, gastrointestinal disorder, neck pain, loss of libido and rash outcome was unknown and the dysmenorrhoea, menorrhagia, alopecia, weight increased and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, myalgia, nausea, neck pain, night blindness, pelvic pain, procedural pain, pruritus, rash, rash generalised, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since surgery, the patient's symptoms have resolved though some remain. Patient also has other symptomatology that she is unsure if this is related to the tubal occlusion system. The patient again has debilitating pain that she does think is attributed to her essure tubal occlusion system. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records and social media: depression, alopecia, dyspareunia loss of libido,neck pain,rash. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "debilitating and severe, abnormal menstrual pain/dysmenorrhea (cramping ), abnormal, heavy bleeding/abnormal bleeding (vaginal, menorrhagia) , abnormal bleeding (vaginal), weight fluctuation/weight gain, hair loss/hair loss " outcome updated to "recovered / resolved" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. A26168) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation and gas. Concomitant products included docusate sodium (colace). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating and severe, abnormal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal, heavy bleeding/abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping / abdominal quadrant pain/lower stomach pain both on rught side and left side"), back pain ("severe back pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), rash generalised ("rashes/rashes or skin conditions type: I had general rashes on my skin"), pruritus ("itching"), fatigue ("fatigue/fatigue"), headache ("headaches"), weight increased ("weight fluctuation/weight gain"), abdominal distension ("abdominal swelling / bloating / distention"), arthralgia ("joint pain"), myalgia ("muscle pain"), anxiety ("worsening of her anxiety"), depression ("worsening of depression/psychological or psychiatric problems condition: depression"), procedural pain ("painful surgery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), night blindness ("vision/eye problems type: I experienced vision problems while driving at night"), abdominal pain upper ("stomach pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), neck pain ("neck pain"), loss of libido ("loss of sex drive") and rash ("rash on stomach"). The patient was treated with ibuprofen, oxycocet (percocet) and surgery ((B)(6)2015,underwent a total hysterectomy,bilateral salpingectomy,heating pad). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, dyspareunia, alopecia, rash generalised, pruritus, fatigue, headache, weight increased, abdominal distension, arthralgia, myalgia, anxiety, depression and procedural pain was resolving and the genital haemorrhage, vaginal haemorrhage, nausea, night blindness, abdominal pain upper, gastrointestinal disorder, neck pain, loss of libido and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, myalgia, nausea, neck pain, night blindness, pelvic pain, procedural pain, pruritus, rash, rash generalised, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since surgery, the patient's symptoms have resolved though some remain. Patient also has other symptomatology that she is unsure if this is related to the tubal occlusion system. The patient again has debilitating pain that she does think is attributed to her essure tubal occlusion system. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records and social media: depression, alopecia, dyspareunia loss of libido,neck pain,rash most recent follow-up information incorporated above includes: on 7-jun-2018: social media received:the event neck pain,loss of libido,rash added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("debilitating and severe, abnormal menstrual pain"), menorrhagia ("abnormal, heavy bleeding"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping / abdominal quadrant pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation"), abdominal distension ("abdominal swelling / bloating / distention"), arthralgia ("joint pain"), myalgia ("muscle pain"), anxiety ("worsening of her anxiety"), depression ("worsening of depression") and procedural pain ("painful surgery"). The patient was treated with surgery (on (B)(6) 2015,plaintiff underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, dyspareunia, alopecia, rash, pruritus, fatigue, headache, weight fluctuation, abdominal distension, arthralgia, myalgia, anxiety, depression and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, myalgia, pelvic pain, procedural pain, pruritus, rash and weight fluctuation to be related to essure. The reporter commented: since surgery, the patient's symptoms have resolved though some remain. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.